Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley between the grips, to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The fbf instrument passed the electrical continuity test. The root cause of thermal damage between grips instrument bipolar yaw pulley is typically attributed to the mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/lot# k13220314-0342) associated with this event has been performed. Per logs, the fbf instrument was last used for a liver resection procedure on (B)(6) 2022. No image or video was provided for review. This complaint is being reported because the fbf instrument was found to have thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, there was damage between the jaws of the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.